Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up a decrease in r waves was noted and an increase in pacing thresholds when it comes to this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician was worried about the sensing as the r waves were low thus decided to induce ventricular fibrillation (vf) to evaluate correct sensing and fibrillation. Upon attempting to induce shock on the t wave, it was not possible and it was also not possible to do a synchronous shock. Finally the physician did induce the arrhythmia which was undersensed, and out of range low shock impedance measurements were noted as well as a shorted lead indicator message. The patient needed an external shock. The ICD was explanted with difficulty due to calcium deposits while the rv lead was surgically abandoned and remained in the patient. A new subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted. No adverse patient effects were reported.